Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis following transition to fresenius products. A culture test was performed, however results were not available. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was unable to be performed with the information available. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the customer is available for identification of possible involved lots. An investigation of the device history records (DHR) was unable to be performed since the lot number was unknown and no information from the customer was available. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Additional information was received from the centers for disease control and prevention (cdc), indicating culture results were received on (B)(6) 2019. The culture was originally reported as no growth and bacillus spp was subsequently identified. A physician stated that their lab confirmed the isolate was bacillus cereus. Further email communication with a cdc physician confirmed that the sample was from a patient. The physician stated that after the sample was received in the cdc lab they were informed that there was a possibility the sample was not obtained in a sterile manner. A health management systems physician indicated that a sample was obtained from a biohazard bag that was leaking and this was not a contained sterile sample. The physician stated that the patient was on antibiotics three times for a upper respiratory infection. The physician stated that when they repeated cultures the same morning there was no growth.

Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy utilizing the fmc cassette and the patient¿s peritonitis event. However, there is no objective evidence which indicates a liberty cycler set product issue or malfunction caused or contributed to the patient event. It was reported the patient¿s pd culture grew bacillus cereus. However, it was also reported the culture sample was not obtained in a sterile manner and may have been contaminated. Bacillus cereus is usually associated with food poisoning, bur has been implicated in spontaneous bacterial peritonitis in pd patients. The exact cause of the patient¿s peritonitis cannot be determined with the information currently available. Peritonitis is a well-known potential complication in pd patients which can be a result of multiple potential etiologies. The leading cause of peritonitis continues to be poor aseptic technique at the time of the pd exchange. Additionally, it was reported the patient was on prior antibiotics for upper respiratory infection. Antibiotic therapy is sometimes a pre-disposing factor for peritonitis infections in pd patients.